Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display issue. The display and background light on the animas pump reportedly is very dim. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Follow-up #1: date of submission 12/04/2013 device evaluation: the device has been returned and evaluated by product analysis on 11/22/2013 with the following findings: the display screen was dim and discolored. The contrast was set to the maximum and did not improve the display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.